Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral photorefractive keratectomy (prk) was diagnosed with corneal abrasion in the left eye, at the three week postoperative visit. Another report is filed for the right eye. Additional info has been requested.